Manufacturer narrative:
The sd screwdriver shft/t4 50/self-retain/hxc (p/n: 03.130.010, lot number: h606502) was received at us cq. Visual inspection of the complaint device showed the distal tip was stripped and twisted. This could cause the condition of unable to hold the screws. The condition of the device is consistent as an end of life indicator for the device. No other issues were identified during inspection. The received condition is consistent with the complaint condition thus the complaint is confirmed. Investigation conclusion: after a visual inspection per guidance, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part # 03.130.010, synthes lot # h606502, supplier lot # h606502, release to warehouse date: 19 nov 2018, manufactured by (B)(4), no ncr's were generated during production. Device history batch: null. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, patient underwent a hand surgery procedure. Initial injury was sustained from a gun shot wound to the hand. While inserting 1.5mm x 11mm cortex screws during an orif of a metacarpal, the surgeon had 4 screws brake/strip. One screw was removed. One was implanted, but the head is stripped. Two screws had their head break off while being implanted. The surgeon was unable to remove the shaft of the 2 broken screws, they remained implanted. It was mentioned the t4 screwdriver shaft was not holding the screws very well. The procedure was completed successfully with a surgical delay of 10 minutes. Patient outcome was unknown. This report is for one (1) sd scrwdrvr shft/t4 50/self-retain/hxc. This is report 3 of 3 for (B)(4).